Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator for rsd/causalgia-complex regional pain syndrome. It was reported that the tip of the patient's ins was sticking out through their back instead of being flat and when they stand up from a chair it gets caught on things. The patient was sure the ins has moved and has gradually gotten worse for the past 6 months. It was also noted the patient had lost some weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.